Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: visual inspections revealed that the wooden handle was cracked at dowel pin. Hence the complaint is confirmed. Corrosion and scratches were also observed on the shaft . Dimensional inspection: it was not performed due to the post manufacturing damage document/ specification review: the device is 19+ years old (manufactured in 2000). Most likely there is no design issue observed. The earliest drawing 399_36 found was from 2003. Conclusion: a definitive root cause could not be determined, it is possible that rough handling during use and/or processing could have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 399.36, lot number: a7ja37, manufacturing site: tuttlingen, release to warehouse date: week 37, 2000. A review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (over 19 years old). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterilization of the device on (B)(6) 2020, two (2) 6mm curved blade periosteal elevator was observed broken. There were no patient and surgical involvement. This complaint involves two (2) devices. This report is for (1) periosteal elevator 6mm curved blade-round edge. This is report 1 of 2 for (B)(4).